Event description:
Boston scientific received information that this (B)(6), left ventricular (lv) lead is going to be explanted shortly due to a suspected lv lead fracture. (The fracture is located within the pocket, not at the suture sleeve site.) No specific adverse patient effects were reported.

Event description:
High, out-of-range impedance was also reported.

Manufacturer narrative:
The device has not yet been explanted and returned to boston scientific, crm for analysis. Boston scientific, crm will provide additional information if it becomes available.

Manufacturer narrative:
According to lab analysis, three lead segments were received in our post market quality assurance laboratory. Visual inspection confirmed a fracture at 415-417 mm from the terminal pin. Additional damage was noted at this same location, including a bend in the lead and a breach in the inner insulation. (Based on grooves in the lead material, the suture sleeve likely was attached 402-410 mm from the terminal pin.) Due to the returned condition of the lead, routine mechanical and electrical testing failed or could not be performed. Based on these results, relative motion between the suture sleeve and an anatomical feature caused the lead to fracture due to fatigue. As the lead moved in response to patient activity, extensive flexing over a period of time may have caused this fatigue fracture. The lead failure was attributed to a combination of lead design, implant techniques, patient anatomy and activity level.

Manufacturer narrative:
The lead was explanted and returned for analysis. When analysis is complete, an updated report will be submitted.